Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an eluvia sds with an unknown 0.014¿ guidewire. The guidewire was in the lumen with 64cm sticking out of the tip and 77cm from the handle. There was blood on the outer surface of the device and in the lumens. The shaft and handle were examined. There was a kink at the nose cone. The stent was not returned. The sds was in the deployed state. The handle was opened during analysis. The inner was found to be prolapsed and the first distal tooth on the rack was damaged. An attempt was made to withdraw the guidewire; however, the condition of the returned device prevented guidewire withdrawal. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and catheter entrapment occurred. Vascular access was obtained via a contralateral approach. The stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). The lesion was pre-dilated with a 5mm mustang balloon catheter resulting in 20% residual stenosis. Following pre-dilation an eluvia¿ drug-eluting vascular stent system was advanced over a 0.014" non-bsc guide wire to the target lesion and deployed successfully. This 6x150, 130 cm eluvia¿ drug-eluting vascular stent system was then advanced over the same 0.014" non-bsc guide wire to the target lesion and deployment attempted. The first part of the stent was able to be deployed using the thumbwheel; however complete stent deployment was not possible with the use of the pull-grip. The pull-grip did not move. The physician was ultimately able to deploy the stent slowly by shaking and manipulating the delivery system. The delivery system was then attempted to be removed; however it was stuck on the 0.014" guide wire. The devices were removed the patient together. The procedure was concluded with no patient complications. The stent was not elongated or fractured. This product is only ous approved but it is similar to an approved us device.